Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device resets when the patient tries to enter the bolus. The infusion device fills the insulin, confirms it, and afterwards the device starts to reset.